Event description:
During an atrial fibrillation procedure, there was a communication issue with the amplifier resulting in a procedural delay. Throughout the procedure, an error message "amplifier is disconnected" displayed. The media converter and fiber optic cable were replaced. The system was not connected using the netgear ethernet switch, but there is an isolator connected to the ethernet cable. It was advised to remove the isolator and try to use without it. Multiple system reboots resolved the issue to complete the procedure. There were no adverse patient consequences. The amplifier has since been replaced.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.